Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("on the left side, the implant seemed to be slightly too proximal") and device breakage ("presence of several metal pieces suggesting peritoneal dissemination on the scan") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), allergy to metals ("allergy to nickel") and complication of device removal ("presence of several metal pieces suggesting peritoneal dissemination on the scan"). The patient was treated with surgery (device removal; celioscopy). Essure was removed in 2017. At the time of the report, the device dislocation, device breakage, allergy to metals and complication of device removal outcome was unknown. The reporter considered allergy to metals, complication of device removal, device breakage and device dislocation to be related to essure. The reporter commented: two explantation dates were provided: (B)(6)2017 and (B)(6)2017. Diagnostic results (normal ranges are provided in parenthesis if available): laparoscopy - on (B)(6)2017: allergy to nickel was confirmed. Presence of several metal pieces suggesting peritoneal dissemination on the scan.. Most recent follow-up information incorporated above includes: on 7-feb-2019: after review and confirmation from french health authority, this case was found to be a duplicate of case (B)(4); therefore this current case will be deleted from bayer database and all its content is being transferred to the remaining case (B)(4). No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("on the left side, the implant seemed to be slightly too proximal") and device breakage ("presence of several metal pieces suggesting peritoneal dissemination on the scan") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), allergy to metals ("allergy to nickel") and complication of device removal ("presence of several metal pieces suggesting peritoneal dissemination on the scan"). The patient was treated with surgery (device removal; celioscopy). Essure was removed in 2017. At the time of the report, the device dislocation, device breakage, allergy to metals and complication of device removal outcome was unknown. The reporter considered allergy to metals, complication of device removal, device breakage and device dislocation to be related to essure. The reporter commented: two explantation dates were provided: (B)(6) 2017 and (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): laparoscopy - on (B)(6) 2017: allergy to nickel was confirmed. Presence of several metal pieces suggesting peritoneal dissemination on the scan. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.